Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during ongoing use, the device was not able to collect episodes for high rate atrial sensing. It was indicated that the device was reprogramed, but no further information was provided. No adverse patient effects were reported.